Manufacturer narrative:
Directlink module was not returned for evaluation (as per customer, product not available) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for this issue reported by the customer could be due to failure of the probe detection mechanism, or the possible root cause could be linked to cerelink sensors used with this module. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
2 of 3 reports. Other mfg report numbers: 3013886523-2024-00039 3013886523-2024-00041. A facility reported a cerelink sensor (B)(6) had very high pressure (300), and then a flat line was seen five hours after placement. The sensor was removed and replaced. The second sensor worked for 11 hours, then suddenly, flat line. It was explanted and monitoring stopped. The sensors were connected to directlink module (ID 826828).